Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient had a pressure leak alarm during step one of set up. The patient's spouse reported receiving a patient line blocked alarm prior to finding the leak. Fluid was discovered on the external part of the cassette during treatment complete. The patient was advised to use the cycler for the next treatment the next day and call back with any issues if they arise. Upon follow up, the spouse verified the fluid leak event. There was no harm, intervention, or adverse event. The spouse said after getting more training from the pd nurse there hasn't been any further issues. The patient is using the same cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient had a pressure leak alarm during step one of set up. The patient's spouse reported receiving a patient line blocked alarm prior to finding the leak. Fluid was discovered on the external part of the cassette during treatment complete. The patient was advised to use the cycler for the next treatment the next day and call back with any issues if they arise. Upon follow up, the spouse verified the fluid leak event. There was no harm, intervention, or adverse event. The spouse said after getting more training from the pd nurse there hasn't been any further issues. The patient is using the same cycler.